Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet device intermittently failed to power on and the sleep/wake button was unresponsive at times, consistent with a key or button not working and involving the switch component; the user shared videos demonstrating the sleep/wake button not responding and a replacement device was arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed an electrical problem associated with the sleep/wake button and traced to the switch component. It was concluded, based on previously established findings for similar reports, that the cause was a component failure.